Event description:
Customer reported malfunction 7 occurred on this pump. Malfunction occurred 4 hours in to patient's treatment. No patient injury has been reported at this time. Pump will be sent to baxter's repair center for evaluation.